Manufacturer narrative:
(B)(4). Date sent: 4/23/2025 d4: batch # c9em16. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that 2b12lt device was received with the obturator inserted through the sleeve and with the clear lens damaged. In addition, the packaging opened was returned along with the instrument. The sleeve was visually inspected and no damaged was found. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before the unknown surgery, opened the packing, noted the device was broken . Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/20/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.